Event description:
It was reported that a half day infusor underinfused. The device was filled with desferrioxamine 1000mg in 52ml sodium chloride 0.9% at the compounding facility. The device was taken out of the patient's refrigerator four hours prior to connection, and flow was observed prior to connection. The infusion was expected to have been completed after approximately ten hours. After twelve hours the device was observed to still be half full. The patient used a non-baxter 29 gauge needle. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Based on the evaluation findings, the product met product specification and was therefore a conforming product. No additional defects were found. The sample evaluation could not verify the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a031 was manufactured january 16, 2014 ¿ january 20, 2014. The sample was received with 21 ml of fluid in the reservoir. The device was allowed to drain until empty. A visual inspection and flow rate testing were performed. The device flowed within the specification range. The customer reported condition was not confirmed during evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.